Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The automated endoscope reprocessor (aer) used was etd3 olympus, there were no defects with the aer used, the detergent used was endodet (olympus), the disinfectant used was endoact (olympus), all channels were connected with tubes when the endoscope was setting up into the aer, the concentration and expiration date of the disinfectant was controlled, filtered water was used for rinse water, the device was dried by blow drying filtered compressed air, and the device was stored in a simple cabinet. The storage environment before the device was sampled was a closed cabinet with ambient temperature, the date of the last sampling was september 12, 2023, the sample was taken after storage, the device was last used on september 12, 2023 in a procedure, the device was last reprocessed on september 13, 2023, the last reprocessing consisted of reprocessing after the positive culture and after reinforced procedure, the device was quarantined once the positive culture was observed after 2 procedures.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - image guide bundle severely broken - image guide bundle stained - due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements. - due to peeling of acoustic lens, displayed ultrasound image is defective. - due to wear of angle wire, bending angle in up direction does not meet the standard value. - due to wear of angle wire, bending angle in down direction does not meet the standard value. - objective lens is slipping down. - bending section rubber has slack. - bending section rubber is pinched. - due to adhesive peeling around bending tube, connection between bending section and distal end is detached. - connecting tube is deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The content of bf-uc180f's IFU was checked, the re-process methods are described in the chapters below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasonic bronchofibervideoscope tested positive on (B)(6) 2023, for 2 colony forming units (cfus) of mushrooms (non-rhizopus), all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the third party microbiological results: updated field: h10 the hygiene microbiological investigation report indicated the channels of the scope were cultured and found <1 cfu of an unspecified microorganism. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.